Event description:
It was reported that the patient heard the pump alarming the prior day and was being seen on the morning of report with withdrawal symptoms. It was noted that the logs showed a motor stall occurred on (B)(6) 2014 at 09:13, a motor stall recovery on (B)(6) 2014 at 22:58, and another motor stall on (B)(6) 2014 at 08:24 with no recovery. No emi or magnetic interaction was suspected. The pump was set to minimum rate and the patient was maintained on oral medications. The pump was explanted on (B)(6) 2014. The cause of the motor stall was unknown. The catheter did appear to have a slight kink close to the pump connector that was observed when the pump was replaced. The catheter was checked for patency. The patient was kept overnight for observation after the pump was replaced. At the time of report the patient was doing fine. The pump was used to infuse fentanyl.

Event description:
It was later reported that the patient had surgery on 2014-(B)(6) due to a pump failure and the pump was replaced. The weekend before the surgery, the patient woke up that saturday sick and couldn¿t stay awake. The patient slept for 15 hours. The patient woke up the next day, sunday, and was sick to their stomach and their skin was crawling. The patient went to urgent care and was in withdrawal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.